Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: after device preparation. Symptoms/ae: na. It was reported that after device preparation, before the xpert stent delivery system was introduced into the pt's body, it was noticed that the stent was partially deployed. The device was not used and there was no pt involvement. Though requested no additional info was provided.